Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while performing the branch ligation the bisector on the vasoview 7 xb was not activating. A new bipolar cord and cautery power supply were used without any success. A replacement device was used to complete the procedure. The hospital did not report any patient effects.